Manufacturer narrative:
Concomitant product: implanted port, therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was receiving chemo thru secondary IV(cytoxan 141ml to infuse over 30 minutes ) took longer than expected. No harm to patient . "Patient received full dose but required to increase rate and volume to be infused." The patient had a implanted port.

Manufacturer narrative:
Concomitant products: 500ml IV bag of 0.9% nacl; 100ml IV bag of 0.9& nacl withcyclophosphamide 375mg; non-bd valve, therapy date (B)(6) 2015. The customer's report that a chemo infusion thru the secondary took longer than expected was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing was performed; no leaks or backflow were observed. Rate accuracy testing was performed using a lab pump module and the infusion completed within specification. The root cause of the reported event was not identified. The event pcu and pump module were not returned for investigation.